Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had the drive support cap sticking out of the device. The patient's blood glucose at the time of incident was 3.4 mmol/l. The customer was filling the reservoir and the device would not stop pushing out insulin. The customer attempted to push the drive support cap back in, but it popped out again. The customer began to use their old insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, stained end cap sticker, cracked case at the display window corners, broken belt clip slot, broken battery tube threads and minor scratches on the lcd window.